Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: sprinter; guide wire: asahi prowater flex 300 cm. Evaluation summary: evaluation of the returned trek dilatation catheter noted contrast visible in the inflation lumen and loosely folded balloon, consistent with preparation and use of the catheter. The tip appeared necked down at the proximal end of the distal marker. The inner member was collapsed proximal to the proximal. The guide wire used during the procedure was returned. There was no damage noted to the guide wire. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. An attempt was made to backload a full length mandrel through the tip and guide wire lumen but there was strong resistance at the proximal end of the distal marker and the mandrel was not able to advance further. The full length mandrel was front loaded through the guide wire lumen and there was strong resistance at the collapsed inner member proximal to the proximal seal and the mandrel was not able to advance further. An attempt was made to back load the returned guide wire through the balloon catheter but there was strong resistance at the proximal end of the distal marker and the guide wire was not able to advance further. The guide wire movement reversibility test could not be performed due to the collapsed inner member. It was reported that the guide wire was removed prior to pressurizing the balloon, which likely contributed to the inner member collapsing. Although the trek instructions for use (IFU) states the trek otw and mini trek otw coronary dilatation catheter is designed to allow the exchange of guide wires while maintaining position of the dilatation catheter in the coronary artery, it should be noted that the IFU states to advance the dilatation catheter over the guide wire and into the stenosis (or stent for post-implant dilatation). Inflate the balloon to a very low pressure (1 atm or 1 bar or 15 psi) to confirm that the balloon is correctly positioned. As there was no guide wire in the guide wire lumen, the inner member lacked support and therefore collapsed, which would contribute to the difficulty advancing the guide wire. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficulty positioning/removing the guide or inner member collapse for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line.

Event description:
It was reported that during an alcohol septal ablation procedure of the left anterior descending artery, the guide wire was advanced and placed followed by the otw trek balloon. The guide wire was retracted and the balloon inflated without issue. The alcohol was injected through the guide wire port of the catheter to ablate the vessel. The guide wire was attempted to be advanced back through the inflated balloon but met resistance and could not be advanced further than the proximal portion of the balloon. The balloon was deflated without issue and the devices were removed together as a system. A non-abbott guide wire and catheter were used to complete the procedure without issue. There was no reported adverse patient effect. Though requested, no additional information was provided. There was no clinically significant delay in the procedure due to the device issue.